Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20028t01, d4: medical device expiration date: na, h4: device manufacture date: 2020-02-27. H6: investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the system preformed as designed.

Event description:
Material no. 516704, batch no. 91df1f51 and 4fd8d2b8. It is reported customer experienced performance issues. Verbiage received, - "from comments section in a post market survey: date: march 2, 2021, case 161, cart-2: 1. "Ancef consistently still inaccurate. I believe propofol to be variable based on user (vial is overfilled so if you draw up all of it, it tends to be 210mg in the syringe). Otherwise no issues." 2. "Often doesn¿t register sugammadex dosing."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: the customer provided lot # 4fd8d2b8. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 516704, batch no. 91df1f51 and 4fd8d2b8. It is reported customer experienced performance issues. Verbiage received, "from comments section in a post market survey: date: (B)(6) 2021, case (B)(6). "Ancef consistently still inaccurate. I believe propofol to be variable based on user (vial is overfilled so if you draw up all of it, it tends to be 210mg in the syringe). Otherwise no issues." "Often doesn't register sugammadex dosing."